Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "damaged key pad". The evaluation could not find any physical damage, however, it found that rows 3, 4, and 5 were inoperable. The evaluation also found that the soft keys, "setup" key, "ok" key, and the "run/stop" key was stuck. The "on/off" key worked as designed. The keypad has been replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
The customer reported that the spectrum pump has a damaged keypad. No patient injury was reported. No further information was provided.